Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection : no physical damages seen on the unit. Functional inspection : the pump booted up and the critical error log was also reviewed and there were no errors related to the complaint. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. From the event description and information obtained from the crossflow pump¿s log, it appears the pump¿s suction settings were manually increased to 100% during the procedure for an extended period of time, possibly to compensate for the lack of suction from the quantum 2 rf probe. Elevated suction levels will also increase the pump¿s inflow rate. Increased inflow rates for extended periods of time may lead to swelling. An investigation was also performed as to why the suction settings were incorrect on the used profile. It was discovered that two profiles with the same name but different letter capitalizations were used on the same ipad software program (profiles named "blake" and "blake"). Although the crossflow ipad software and the crossflow pump software are able to differentiate filename capitalizations, windows-formatted usb dongles are not able to differentiate capitalization and will read these filenames as the same. Because of this, it is possible that a profile intended for your facility was over-written on the usb by a profile intended for another facility with different rf suction settings, potentially leading to the observed suction issue in the rf probe. The customers complaint was not duplicated, though file transfer and user settings may have created the issue. No problem found. The probable root cause be (1) error in file transfer or (2) user settings. In sum, the product was returned, but the failure mode was not confirmed.

Event description:
It was reported that the case was converted to open surgery due to overpressure.

Event description:
It was reported that the case was converted to open surgery due to overpressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.